Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur xpt instrument. Additionally, falsely elevated total human chorionic gonadotropin (thcg) results were obtained on two other patient samples and a falsely elevated vitamin b12 (vb12) result was obtained on another sample on the same instrument. The erroneous results were reported to the physician(s). The samples were repeated on the same instrument, and the repeat results recovered lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih, thcg, and vb12 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer was dispatched to the customer¿s site. The cse replaced and adjusted reagent probe 1 (r1) and checked the luminometer and the incubation ring. Subsequently, the cse found a liquid overflow causing an error and replaced the vacuum regulator and aspirations valve tubing. Additionally, the cse adjusted the vacuum pump flow. While verifying the operation of the washing station and vacuum pipes, the cse found an obstruction in the waste/vacuum tubing. The cse cleaned the tank and the waste/vacuum tubing and adjusted the reagent and sample probes. A leaking cleaning connector was replaced. Then, the cse ran calibrations and qcs, which recovered acceptably. The waste tubing blockage potentially contributed to the falsely elevated results. The instrument is performing according to specifications. No further evaluation of this device is required.